Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
Sections have been updated to reflect the additional information received. Additional description has been added. An additional patient code has been provided. This is one of three device reports for this event; the associated MFR report numbers are: 1225714-2014-15157, 1225714-2014-15158 and 2937457-2014-03273. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient subsequently expired.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products.